Event description:
A third party biomedical engineer reported to maquet that the paint on the top covers of the surgical light was deteriorating in the operating room number 11. No injuries were reported. Factory reference number: 2013-31509. Importer reference number: (B)(4). Reference MFR report number 9710055-2013-00025.